Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Reportedly, there was obstruction between the pump and the transmitter. However, the transmitter and pump were unable to regain connection after removing the obstruction. The transmitter ultimately regained connection with the pump. No additional patient or event information was available.